Event description:
Healthcare professional reported right side "rupture/deflation." The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., d.1., d.2., d6a, g.4., h.6.

Event description:
Healthcare professional reported right side "rupture/deflation" and "removal from textured to smooth due to concerns of the product". The device has been explanted and replaced.